Event description:
It was reported that the patient experienced chest pain. It was further reported that the right atrial (ra) lead exhibited over-sensing and under-sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.